Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid. The cause of the event was unknown. Treatment, hospitalization and patient outcome were not reported. At the time of this report, the patient was recovering from the event. No additional information is available.

Manufacturer narrative:
B5: on an unknown date, the patient was hospitalized for the event, was later discharged and was recovered from the event. On an unknown date, treatment with dianeal 1.5% pd2 was discontinued however, treatment with dianeal 2.5% pd2 was ongoing. Should additional relevant information become available, a supplemental report will be submitted.